Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
It was reported that the ventilator's touchscreen would respond to touch intermittently. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the touchscreen. The customer reported that replacing the touchscreen addressed the reported issue and the ventilator was returned to use.